Event description:
It was reported that the system displayed a communications failure code 10481 and lost one cine function. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated tye system but no conclusion can be drawn as further repair info is not available.